Event description:
It was reported that there was a possible atrial lead fracture and the lead exhibited high impedance, and noise. The lead was explanted and replaced, and no patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: addr01, implantable pulse generator (ipg), (B)(6) 2008. (B)(4).